Event description:
Pt reports pain, limited mobility, knee swelling and sensitivity since primary surgery. Pt also reports consultations with other physicians indicate a revision surgery is necessary as the joint is "loose and sloppy" and could lead to dislocation.

Manufacturer narrative:
Devices remain implanted. Specific device identification was not provided to MFR. This info was rec'd by MFR via FDA's medwatch program, report number (B)(4).